Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched, the inner insulation pulled apart (overstress) and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched, the inner insulation pulled apart (overstress) and there was apparent explant damage.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with information indicating the patient was deceased. No further information was provided. Further review of the manufacturer's database indicated the patient died approximately (B)(6) after device system implant. Additional information obtained indicated the patient had been hospitalized multiple times for recurrent sepsis that was believed to be unrelated to the device system. The cause of death was requested and is not available.